Event description:
It was reported that an occlusion alarm occurred. The customer's blood glucose (bg) level was 556-557 mg/dl. The customer delivered a correction bolus to treat the bg. A system check was performed by tandem technical support and the occlusion was found to be within the cartridge. A cartridge change was performed resolving the occlusion.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.